Event description:
It was reported that after the pulse generator was implanted, upon initial interrogation and programming, it was noted that the device was inappropriately oversensing t waves. The issue was resolved. No patient symptoms were reported and the patient would continue to be monitored.

Manufacturer narrative:
.